Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. The physician attempted to replace the lv lead but the new lv lead exhibited loss of capture in multiple positions. The new lv lead was not used during the procedure and replaced with a left bundle branch area pacing (lbbap) lead. The physician eventually capped the right atrial lead and connected the new lbbap lead to the right atrial port of the device to resolve the issue. The old lv lead was reconnected to the device as originally placed and turned off during the procedure on (B)(6) 2025. The patient was in stable condition.